Event description:
It was reported that inappropriate antitachycardia pacing (atp) delivered for atrial tachycardia was observed on the device. The physician did not allege a malfunction against the device and alleged the device performed as expected based upon it's programmed settings. Abbott technical support was reviewed device session records and confirmed the event was due to functional undersensing of p-waves. The device was reprogrammed to resolve the event and the patient was in stable condition.